Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00870. It was reported that both of the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein one of the existing leads was repositioned, and the second lead was explanted and replaced. Reportedly, effective therapy was established postoperatively. It is unknown which lead was explanted. Therefore, all the suspected leads are being reported accordingly.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the octrode lead passed all electrical testing. No root cause was identified for the reported event.